Manufacturer narrative:
Patient experienced a blister on its flank area from a laser treatment. Patient received medical intervention from its physician and was prescribed medication for post care treatment. User error contributed to this incident as well because the patient was treated over skin folds on the flank, which is not recommended per the clinical guidelines. This can lead to inadequate contact cooling of the treatment area. Blisters are expected side effects from laser treatments, but this is reportable because the patient received medical intervention. There was no problem found with the device, operated as intended.

Event description:
Patient's burn from a laser procedure required medical intervention from a physician.